Event description:
It was reported that the patient underwent a navigated tka on (B)(6) 2010, using two pins to fix the tracker to the femur. It was reported that while walking at home on (B)(6) 2010, the patient's femur fractured at the pin site. The fracture was repaired by inserting a rod into the femur.

Manufacturer narrative:
A recall for the instructions for use included with this product was initiated on june 5, 2008. This account responded to the recall on 07/22/2008. According to the surgeon who performed the original tka, this patient was class iii obese and this could have played a factor in this event. The pins used for the procedure were discarded after the procedure was complete and the lot number is unknown.